Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that the patient's left knee was revised due to non-union of a femoral periprosthetic fracture. A scorpio knee and a stryker t2 femoral nail with screws were converted to a distal femoral replacement.